Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise were observed on the right atrial (ra) lead. The noise was reproduced during provocative testing. It was suspected that the cause of the event was due to lead fracture, however, x-ray did not reveal any anomalies. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of oversensing due to noise was confirmed. As received, a complete lead was returned in four pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasions was consistent with friction to the device can and the reported event of oversensing due to noise.